Event description:
The customer reported that their acuity system's cpu unexpectedly rebooted. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. (B)(4): the customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.